Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 60 confirmed in pump history due to moisture damage on the motor. No pump error 63 alarms noted during testing and were not found in the formatted history file. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.